Event description:
The event is reported as: complaint alleges: the patient was placed on comfort flo circuit and adult nasal cannula connected to the neptune heater set at 34 degrees in niv mode with no gradient. The nurse had to place a non rebreather mask on the patient due to excessive water in the circuit, causing it to reach the patient. The nurse was unable to drain the water out of the circuit and the 2410 tubing separated from the cuff. The rt changed the circuit and column and discarded thinking it may have been the wrong column that caused the water in the circuit. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.